Event description:
It was reported that the device was used during a roux en y. The first device locked out on the first stroke, first firing. Three cartridges tried with the same results. The second device produced malformed staples in the staple line. Second devices was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.